Event description:
The patient was explanted due to an infection at the ipg and lead site. The patient was prescribed IV antibiotics. The physician doesn't suspect that the infection was related to the device. The patient is doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70 serial#: (B)(4) description: artisan 2x8 lim,70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.